Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered appropriate therapy for ventricular arrhythmias. Nonetheless, at times, when the patient spontaneously converted the device delivered therapy due to the way it was programmed and apparently induced the patient into a ventricular fibrillation. Therapy was exhausted was it was delivered in both ventricular tachycardia and ventricular fibrillation zones. The rhythms self-terminated at the end. The ICD remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.